Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case by the front right bottom corner and found broken piece of top case inside the device, and visible contamination. Event log history was performed and indicated that motor not running was found recorded in history. During analysis, the reported issue was confirmed during occlusion test. Service replaced worm coupling, worm gear, motor mount, motor and top case, powered up and performed occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor not running error message on start up. No adverse effects were reported.